Event description:
It was reported that during the stenting procedure of an iliac occlusion, the vascular stent delivery system could not be advanced over the guide wire before entering the pt. Upon removal, the system got stuck on the wire and the stent became prematurely released. The delivery system with the stent was forcefully removed over the guide wire which was kept in situ. Another stent was used to complete the procedure successfully. The delivery system did not have any pt contact. No pt injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). The device history records are being reviewed. The event is currently under investigation.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the partial release of the stent with the safety clip in place. The premature stent release may have been caused by the reported patency issues. The inner catheter was found to be torn off which indicates the presence of high friction force between guide wire and inner catheter. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to insufficient flushing of the delivery system prior to use as well as the usage of inappropriate accessories. Based on the information available, a definite root cause for the reported event could not be determined.